Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure the test on the handpiece showed that the handpiece had cracked housing and loose stud. No pt consequences were reported.